Event description:
A complaint was received reporting high readings with the adc device. The customer experienced sweating, shaking, and a loss of consciousness. Emergency services were called and provided intravenous glucose, then brought the customer to the hospital. The customer was diagnosed with hypoglycemia and provided additional unspecified treatment. There was no report of death or permanent injury associated with this event. A readings comparison of 183 mg/dl and 195 mg/dl from sensor against 95 mg/dl and 98 mg/dl from built-in meter was provided. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.